Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2025, patient underwent placement of xcela power injectable port catheter device, with model number h965451130, and lot number 155803000. The device was implanted by dr. (B)(6), m.d at (B)(6) hospital, in (B)(6), for chemotherapy administration to treat plaintiff's cervical cancer. On or about (B)(6) 2025, patient presented to (B)(6), with complaints of a fever and chills. Blood was drawn from the port site and cultured, which came back positive for bacteremia. On or about (B)(6) 2025, patient's port was removed by dr. (B)(6), m.d., at (B)(6).